Event description:
It was reported that the pt presented with bilateral and symmetrical shaking and tremors. The shaking started in her belly (above the level of the catheter) and went all the way around, following what would seem to be the "trail of the catheter." A dose adjustment to the intrathecal baclofen (concentration and starting daily dose were not provided) did not seem to improve the events. It was indicated that the pt's previous catheter had been left in place and the new one implanted. There was question as to whether or not the old catheter could cause irritation or spinal arachnoiditis. A follow-up report will be submitted if add'l info becomes available.